Manufacturer narrative:
Date of explant is estimated. Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-00185, 1627487-2021-00187, 1627487-2021-00188. It was reported the patient underwent surgical intervention wherein leads were explanted for an unspecified reason. No additional information is known at this time.